Event description:
The rep is reporting that during a shoulder repair, a portion of the distal end of the expressew instrument broke off into the pt's joint space. The fragment was retrieved and the repair was concluded successfully without further incident or consequence to the pt.

Manufacturer narrative:
Nothing has yet been received. Upon receipt, the complaint device will be evaluated towards discerning a root cause. The conclusions of the evaluation will be reflected in the follow-up report.